Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: visual examination of the device revealed the introducer sheath, pusher wire and coil were returned. The coil and pusher wire were returned inside the introducer sheath. The interlocking arms of coil and pusher wire were interlocked inside introducer sheath with the twist lock was fully opened. The pusher wire had several bends present. The main coil had been moved proximally back through the introducer sheath and approximately 45.5cm of the distal end of the introducer sheath was empty. The pusher wire and main coil were removed by gently retracting the pusher wire from the proximal end of the introducer sheath. Some resistance was met but the wire and coil were removed from proximal end of introducer sheath. The pusher wire coil was extremely stretched and the core wire inside the winds of the pusher wire coil had broken. The broken section of core wire protruding from pusher wire main coil measured approximately 2.5cm and the entire length of pusher wire coil was extremely stretched and measured approximately 10.8cm from pt marker to distal end. A small section of core wire was attached at distal end of the wire at interlocking arm which measured approximately 3mm in length. The main coil was noted to be extremely stretched at proximal end of coil. The introducer sheath was inspected and a kink was noted approximately 15cm from distal tip. Microscopic inspection revealed the zap tip shape and surface was smooth. The interlocking arm of the main coil and the interlocking arm of the pusherwire ss coil was inspected and no damage was noted. The coil dimensions that were measured were within specification. There were 29 fiber bundles present on the main coil. There was a stretched section of 10.8mm between the last 2 fiber bundles present on the coil and the entire coil from zap tip to interlocking arm measured approximately 36mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based an analysis completed on (B)(4) 2013. It was reported that during an embolization treatment procedure resistance was encountered. The intended location for treatment was an aneurysm in the abdominal aortic artery. A non bsc catheter was placed at the intended location followed by a renegade microcatheter. One coil was successfully placed at the target location. A 10mm x 20cm interlock coil was advanced and resistance was encountered. The coil was removed and the catheter was aggressively flushed. The coil was reloaded onto the fathom wire and reintroduced, however resistance was encountered again. It was noted that the bsc catheter was 'sub selective' in the transverse duodenal artery. The 10mm x 20cm interlock coil was removed and the procedure was successfully completed with several interlock and 0.018' vortex coils. No patient complications were reported and the patient's status is listed as ok. Returned device analysis revealed a broken pusher wire.